Event description:
It was reported that a 45-year-old female who underwent a breast augmentation primary with a mentor, memorygel, 225cc silicone breast implant experienced unspecified debilitating symptoms, and bilateral ptosis postoperatively. The patient reported that has developed many unanswered, debilitating symptoms. After countless medical tests, she still had no diagnosis. On (B)(6) 2022, after doing months of research, she had the implants/capsules removed without replacements plus mastopexies. When she inspected the implants carefully, one of them appears to have foreign matter inside of it (almost resembling hair). This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on december 23, 2022: during the visual evaluation of the image provided, some bubbles were observed in the gel and a foreign matter couldn't be appreciated with the photo provided. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).